Event description:
Pt was undergoing an angioplasty/stent procedure. The stent deployment system was inserted without difficulty. While inflating stent up to 6 atm for 4.0 balloon, balloon would not hold atmospheric pressure. Angio balloon was inflated then deflated. Balloon was pulled back with 20 cc syringe off of indeflator port. Attempts to remove balloon failed. Surgeon was called to room. Surgeon attempted to place swan ganz in right subclavian. When placing wire, pt's heartrate went down and blood pressure dropped. Pt was sent to or to have deployment system removed.